Event description:
On (B)(6) 2012, the reporter claimed the patient was admitted to the ER after her blood glucose was in the 500 and 600's mg/dl and had symptoms of frequent urination, increased thirst, hunger, and irritability. Although, the insulin vial was changed on the insulin pump, the elevated blood glucose did not subside. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. Based on the information provided, the representative concluded a possible site issue but the hcp wants the subject pump replaced. There was no evidence of a pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because the patient required medical intervention for elevated blood glucose while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed the black box and suspend history indicate that the pump was in suspend from (B)(6) 2012 10:30pm and was not resumed until (B)(6) 2012 at 4:33pm. There were no alarms or pump conditions indicating a malfunction recorded in black box or alarm history. The total daily insulin delivery totals were reviewed from (B)(6) 2012 until end of pump use on (B)(6) 2012 and correctly reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test and was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).